Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that restenosis was observed in the pt 6 months after a 2.25 x 13 mm rx pixel was implanted. Restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported via study that the pixel stent was implanted in 2006. Five months later, restenosis was observed but the pt was not aware of any anomaly. The lesion was dilated with a 3.0 mm coronary dilatation catheter. No additional event or pt information is available.